Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient disconnected the ilet to charge it and did not reconnect, then ate multiple meals and engaged in activity, after which the patient developed hyperglycemia and diabetic ketoacidosis that required emergency care and subsequent hospital admission; blood glucose remained high for over six hours, and no backup therapy was used. Symptoms included abdominal pain and vomiting consistent with dka. Outcomes included emergency treatment and inpatient care with exogenous insulin and IV fluids, with ongoing impairment during hospitalization. Investigation included a review of available event details and user reporting. Investigation of this case revealed user-related nonuse of the device when insulin delivery was needed. It was concluded that the event was related to hyperglycemia due to device nonuse and user management factors.